Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty solenoid mount assembly. The service technician replaced the solenoid mount and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1500 was stacking breaths. The reported issue took place in the operating room prior to patient placement. The customer confirmed there was no patient involvement associated with the reported issue.